Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and reported that the customer stated that the safety disk was due for replacement. The fse checked the iabp and discovered that the safety disk was replaced during the preventive maintenance (pm) of the iabp in (B)(6) 2017 and only had 700000 cycles of use. The iabp is scheduled for 6 million cycles, therefore the safety disk was not due for replacement. The fse also reported that there was no incident or failure of the iabp, and that the iabp passed all functional and safety tests per factory specifications. Consequently, the fse returned the iabp to the customer and cleared same for clinical use.

Event description:
The customer requested a repair investigation of the intra-aortic balloon pump (iabp). No problem was verified, but the customer requested that the iabp be checked out, and also reported that the safety disk had expired. The circumstances of the event are unknown; however, it was confirmed that there was no patient involvement thus no report of an adverse event.